Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the cause of stimulation was too strong was undetermined but the manufacturer repre sentative reported that analysis based on report indicated that the issue was not related to the device. The event was not resolving. Actions taken, and cause of the stimulation usage report not displaying expected data remained unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome. It was reported that the patient suddenly received strong stimulation multiple times a day. When the device was turned off once, the strong stimulation was stopped, per the patient. The patient suspected that the device malfunctioned. It was also reported that when the patient lays down, the stimulation was too strong. However, when the rep checked the report the stimulation was only used for a couple minutes on (B)(6). There were no particular external contributing factors. No x-rays or telemetry available. The stimulation was 0% on (B)(6), the rep thought the report usually showed the information from the last session, so the rep thought it should be showing data beyond (B)(6). The date displayed on the report was not showing the date from last session. The rep wanted to know why the stimulation on percentage was 55% on report from the (B)(6) session, but stimulation usage seemed to be less than 20% of the day. The (B)(6) session showed additional information on the stimulation usage such as therapy unavailable/0%. Adaptivestim was not activated. No diagnostics, troubleshooting, interventions, or actions were taken as the patient refused all. No surgical intervention occurred, nor was planned. The issue was not resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.